Event description:
Complainant alleged that during the training of the ems division of the facility, the device's main switch was intermittently functioning. The event occurred during the evaluation of the device, for potential sales purposes. There was no pt involvement in the reported malfunction.